Event description:
The initial reporter questioned the results for multiple assays and multiple patient samples tested on a cobas c 503 analytical unit. Discrepant results were provided for 2 patient samples tested for alb bcg gen.2 (alb2), crphs, and magnesium reagent (mg2). Patient 1 initial alb2 result was 5.02 g/dl. The repeat result was 3.66 g/dl. Patient 2 initial crphs result was 5.95 mg/l. The repeat result was 37.8 mg/l. The initial mg2 result was 3.39 mg/dl. The repeat result was 2.06 mg/dl. No questionable results were reported outside of the laboratory. The samples were repeated on a different c503 analyzer. The repeat results were believed to be correct.

Manufacturer narrative:
The alb2 reagent lot number was 74634701 with an expiration date of 30-nov-2024. The crphs reagent lot number was 69279501 with an expiration date of 30-sep-2024. The mg2 reagent lot number was 70737801 with an expiration date of 30-nov-2024. The field service engineer (fse) found the photometer lens inside the lens holder was askew. The fse replaced the cuvettes, the lamp, and the heat-cut filter and reassembled the lens holder assembly. The fse found an issue with a valve and replaced it. The customer had no further issues after the valve was replaced. Calibration was acceptable. The customer¿s qc data provided appears to be acceptable. The customer used a sample spin time of 7 minutes at a speed of 4500 revolutions per minute (rpm). This spin time may be shorter than recommended and the spin speed may be faster than recommended. Multiple photometer check alarms were observed on the alarm trace data. The service actions resolved the issue.